Event description:
Customer reportedly obtained results of 122 mg/dl, 310 mg/dl, 159 mg/dl, 185 mg/dl, 178 mg/dl, and 164 mg/dl on the compact plus system within 10 minutes. An additional comparison reports results of 88 mg/dl, 132 mg/dl, 92 mg/dl, 149 mg/dl, and 169 mg/dl on the compact plus system within 10 minutes. No actions taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.